Event description:
It was reported the patient¿s stimulation was not strong enough or lasting. It was stated the patient had pretty good stimulation and then ¿weak signals.¿ it was noted the patient went to their doctor and they claimed to have ¿fixed it¿ and it worked ¿so-so¿ then not at all. Reportedly, the patient got tired of mentioning their problem. It was noted the patient was taking detrol at the time and trips to the bathroom were ¿within limits.¿ it was stated that one day while shopping the patient¿s device started to ¿run and run¿ and there was no stopping until they got home and their son turned the device off. The patient asked to have their device removed and it was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# j0455200v, product type: lead. (B)(4).